Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 23 mg/dl (meter) and 270 mg/dl (lab result). The patient also received the following results within 15 minutes: 28 mg/dl (meter) and 250 mg/dl (lab result).